Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment devices, motor device, craniotome device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device being difficult to attach was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of heat was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the attachment device while being used together with the craniotome device, and three other attachment devices, was extremely difficult to attach to the motor device. During an in-house engineering evaluation, it was determined that the device had corrosion/rusting/pitting, bearing damage, heat, and the color band was chipping/fading. It was further determined that the device failed pretest for visual assessment and temperature. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.